Manufacturer narrative:
The technician tried to repair this bed the family of the patient would not allow the technician to repair the bed. No further info is available on the repair of the bed at this time.

Event description:
The account alleged that the right side rail would not rise. No patient impact.